Manufacturer narrative:
No implants were made available for review; however review of the x-ray provided confirms both s1 set screws disassociated from the construct. Seaspine has requested the patient status and care plan; however, no additional information has been provided at this time. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from l2-s1. Seaspine was made aware on 19 oct 2020 of a bilateral set screw disassociation at the s1 level.